Event description:
During follow-up, the device was interrogated and displayed a message that the device could not be read. The physician suspected that the device was in back-up vvi mode due to eol, and possible premature battery depletion was alleged. The device was explanted and replaced and the patient was in stable condition.